Manufacturer narrative:
Additional information received on (B)(6) 2019 that event occurred during testing at our facility. The pump didn't fail with the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Review of the event history log showed the pump displayed an occurrence of the reported error code. When the pump was powered up, it alarmed error code 1720. The investigation determined that an issue with the back-up capacitor was the cause of the reported issue. The back-up capacitor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed last error code 1720. No adverse effects were reported.